Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that an unexpected reset occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Unexpected reset was verified. Unexpected shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.